Manufacturer narrative:
Age at time of event:18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via brachial artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 15mm x 2.75mm maverick2 balloon dilatation catheter was used to predilate the target lesion. The balloon was inflated at 6 atmospheres upon the first inflation and 8 atmospheres upon the second inflation. However, the balloon ruptured at 10 atmospheres upon the 3rd inflation. The balloon was retrieved intact when retrieved. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via brachial artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 15mm x 2.75mm maverick² balloon dilatation catheter was used to predilate the target lesion. The balloon was inflated at 6 atmospheres upon the first inflation and 8 atmospheres upon the second inflation. However, the balloon ruptured at 10 atmospheres upon the 3rd inflation. The balloon was retrieved intact when retrieved. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the maverick 2 catheter was received inside a maverick 2 shelf box that matched the information on the device. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal end to the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).